Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom part of the brush head has come apart into mouth whilst brushing [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual action brushhead came apart in her mouth. The brush head had been used for approximately one month. No symptoms developed.

Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Bottom part of the brush head has come apart into mouth whilst brushing [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual action brushhead came apart in her mouth. The brush head had been used for approximately one month. No symptoms developed.